Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided per the study, the laparoscopic treatment of spigelian hernias is safe and effective.

Event description:
Received an article titled: long-term results of laparoscopic treatment of spigelian hernias with mesh. The article evaluated the safety and effectiveness of the laparoscopic treatment of spigelian hernias with mesh. Per the article, adverse events included atelectasis and infection.